Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was reported that a supply bag fell and disconnected which can introduce air into the system and cause a system error 2240 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during fill one. The hp stated that a bag disconnected and fell. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.